Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the light source had no image, when using transillumination due to image being way too bright. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (checkmark health professional), d9, d10, e2 and e3. Additional information added to field: h3, h4, and h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection. During testing, the customer's report of no image when using transillumination due to image being way too bright was not confirmed. Based on the results of the investigation, the presumed cause for the event could not be specified. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.